Manufacturer narrative:
The trilogy 100 was returned to the manufacturer service center for service. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the initial evaluation of the device at the manufacturer's service center, the device failed a detachable li-ion battery power source test step and an internal li-ion battery power source test step during testing. The device was returned to a technician for an additional evaluation in which the test fail could not be verified. The initial failure was the result of a user error. The device passed all testing during the additional evaluation. This complaint has been reviewed, and it has been determined that based on information available at the time of this review, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies. There is no report of serious patient harm or injury associated with this notification, and there is no report of medical intervention. This issue would not increase risk to the intended user. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The trilogy 100 was returned to the manufacturer service center for service. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a detachable li-ion battery power source test step and an internal li-ion battery power source test step during testing. The device has been returned to the manufacturer for evaluation, but resolution info is not yet available. When additional information is received, a supplemental report will be filed.